Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred, and the patient was transferred to surgery for repair. Following ablation, the patients blood pressure was not as expected and an ultrasound revealed a pericardial effusion near the mitral isthmus. A pericardiocentesis was performed and the patient was transferred to surgery to repair the hole located on the mitral isthmus. The patient is now hospitalized in reanimation. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.